Event description:
It was reported that during the implant procedure, the lead was suspected to be causing issues. The lead was attempted and not used. Another lead was used. After the lead was replaced, it was proved to not be lead related, but user error. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. There was blood on the distal conductor of the lead and it was obstructed. (B)(4).